Event description:
It was reported that the variax fibula plate broke inside of the patient. Patient had metallosis and was revised. It was reported that patient presented to podiatrist's office complaining of increased pain in left foot. X-ray completed and the cracked plate was identified. Plate had been implanted (B)(6) 2013. Taken to surgery on (B)(6) 2013

Manufacturer narrative:
Device will not be returned for evaluation. If additional information is received it will be reported on a supplemental report. Device will not be returned.